Event description:
It was reported that the insulin pump alarmed no delivery. The blood glucose reading was 190 mg/dl. The customer was advised to change the entire infusion set, but this was not completed since the customer was already using a new set. He advised that he was going to monitor the insulin pump. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.